Event description:
Baxter's global technical services notified baxter's product surveillance of a pca ii rental pump that is indicating a much greater volume was delivered than the volume that was actually in the syringe. This event occurred on (B)(6) 2010. The reported condition occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been requested for evaluation. A follow up medwatch will be submitted if the device is returned for evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
Correction: clarification was made by the customer that the actual condition was under-infusion and not the initial reported condition of over-infusion ("a much greater volume was delivered than the volume that was actually in the syringe"). (B)(4).